Event description:
Related to (B)(4). The hospital reported that two additional hst iii system (3.8mm) devices were used on a single patient. Unfortunately, both were found to be faulty. The devices failure was in priming the occluder. Device was not introduced into the patient tissue so should not have come into contact with blood. Used a cross clamp at the aorta. After two unsuccessful attempts, they proceeded with an aortic punch instead.

Manufacturer narrative:
(B)(4). The hospital reported that two additional hst iii system (3.8mm) devices were used on a single patient. Unfortunately, both were found to be faulty. The devices failure was in priming the occluder. Device was not introduced into the patient tissue so should not have come into contact with blood. Used a cross clamp at the aorta. After two unsuccessful attempts, they proceeded with an aortic punch instead.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d1. The device was returned to the factory for evaluation on 10/13/2025. An investigation was conducted on 10/13/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock off , which allows for the white plunger to be depressed. The seal was observed in the loading device body. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly were removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000479294 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). Updated sections: a2,a3,a4,b4,b5,g3,g6,h2, h6,h11.

Event description:
The hospital reported that two additional hst iii system (3.8mm) devices were used on a single patient. Unfortunately, both were found to be faulty. The devices failure was in priming the occluder. Device was not introduced into the patient tissue so should not have come into contact with blood. Used a cross clamp at the aorta. The delivery device was not removed from the loading device. The proximal seal was not inspected after removal from the loading device. No intervention or blood transfusion was needed. After two unsuccessful attempts, they proceeded with an aortic punch instead. The device was loaded according to the IFU. Minimal delay of 10 minutes while they discovered the heart string was not usable. There was no patient harm.